Event description:
Clarification customer reported "the suction channel is blocked."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3: would correspond to the notification date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "blockage of channel" was confirmed could not detect the foreign material. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the suction function attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the switch/camera has no cut on switches, forceps passage has unusual restriction inside channel, the distal end plastic cover has scratches and dents. The bending section cover was removed. The bending section glue has crack and discoloration on both side. In addition, the insertion tube recommends snakiness, the control body recommends customer label and the scope connector recommends customer label. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material exiting from the channel including auxiliary water channel. There were no reports of patient involvement.